Event description:
Customer reported that touchscreen was not as sensitive to touch, requiring harder presses for pump to take action. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.